Event description:
It was reported that a patient underwent a spinal procedure for metastasis using posterior lateral fixation at l1/3. Two years post op, it was noticed that the set screw at l3 backed out and a rod had shifted. It was also reported that l2/l3 was not fused. A secondary surgery was planned.

Manufacturer narrative:
Device remains implanted, therefore product return is not possible at this time. Unable to determine the cause of the event.